Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse confirmed the blood sampling valve (bsv) actuator was faulty causing the discrepancy. The fse replaced the actuator resolving the issue. Onsite, the fse found a cracked mount on pinch valve pv36. The fse replaced pv36 resolving that issue. The repairs were verified per established procedures. (B)(4).

Event description:
The fse (field service engineer) reported a coulter hmx hematology analyser with autoloader failed the mode to mode test for controls and patient samples. One patient sample recovered lower white blood cells (wbc), red blood cells (rbc), hemoglobin (hgb), and hematocrit (hct) in secondary mode compared to the same sample cycled in primary mode. Results printouts received indicated that one patient sample drawn on (B)(6) 2016 recovered lower wbc, rbc, hgb, and hct results in secondary mode compared to the same sample cycled in primary mode. There was no change or affect to patient treatment in connection with this incident. Patient demographic information was not provided. No erroneous results were reported out of the lab and there was no change or effect to patient treatment in connection with this event.